Manufacturer narrative:
1: patient identifier: not available due to hospital policy a2: age or date of birth: not available due to hospital policy a3a: sex: not available due to hospital policy a3b: gender: n/a a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath or carrier tube was kinked during assembly which resulted in inability to advance the carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device could not be inserted into the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis for 0.75 hours. Subsequently, hemostasis was successfully achieved with manual compression only. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.